Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot# 17921864 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire of the 11cm avanti plus transradial kit catheter sheath introducer (csi) was fractured and cannot be used. There was no reported patient injury. The device is expected to be returned for analysis.

Manufacturer narrative:
As reported, the guidewire of the 11cm avanti plus transradial kit catheter sheath introducer (csi) was fractured and cannot be used. There was no reported patient injury. The product was returned for analysis. One non-sterile unit of catheter si avanti+ transrad kit 11cm was received inside of a clear plastic bag. Per visual analysis, the cannula, vessel dilator and the mini guidewire were returned for analysis, no anomalies were found on the components returned. Amplified images of the guidewire were taken to find a possible fracture. However, no anomalies were found along the wire. A product history record (phr) review of lot 17921864 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event by the customer as ¿mini guidewire ¿ fractured¿ was not confirmed during analysis of the returned device. No anomalies were noted to the device during analysis. Handling factors, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are cautioned to inspect for any signs of damage prior to and during use. The IFU instructs any product with damage to not be used. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.